Event description:
Customer reported the insulin pump alarmed lost sensor. Customer removed the sensor and requested assistance inserting the sensor. Customer was assisted. During insertion customer noted the serter seems to pull the needle out. Customer was able to remover serter with out pulling the needle hub, but found the clear plastic backing was still attached to the serter. Customer's blood glucose level was 401 mg/dl. Troubleshooting was performed for lost sensor. Correct transmitter ID programmed in the insulin pump. Setting and alarms were checked, did not note any issues. Customer inserted the sensor on the side of the abdomen while laying down. Alarm occurred during initialization. Customer reported that one of the sensors looked bent and the others looked straight. Insertion technique was reviewed, advised to tape before connecting transmitter. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.